Event description:
The pt had a mr procedure. He was scanned with the sense nv coil. No measures were taken to separate the coil cable from the pt's skin. Immediately after the scan a second degree burn with a blister size of approx 10 x 1 cm and in the shape of the coil cable was found on his left hip.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.